Manufacturer narrative:
Additional information: on 10/16/2019, mentor became aware of the device's expiration date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 10/16/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/9/2019, mentor became aware that previously submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon receipt the device was severely rented, it was returned in two pieces. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
On 10/9/2019, mentor became aware that previously submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with a 500cc mentor memorygel breast implant and experienced rupture on the left side post-operatively. As a result, the patient underwent device removal and replacement with a 500cc mentor memorygel breast implant, catalog number 3505004bc, serial number (B)(4) on (B)(6) 2018.